Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was positioned with acceptable parameters. The patient anatomy was very difficult to gain access for the lead placement. At end of procedure, x-ray revealed dislodgement of the lead and high threshold. The lead was not used and replaced. The patient was stable.